Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the vessel sealer extend instrument could not be fired. The customer suspected that the connector on the e-100 integrated electrosurgical unit (iesu) was loose. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and confirmed that the system functionality was checked upon powering on the system. E-100 iesu initially powered on without errors. The vessel sealer extend instrument was connected to the e-100 generator, but it failed several times during the procedure. The customer elected to use the vio iesu to continue with the procedure.

Manufacturer narrative:
Based on the claim against the product by the customer noting that vessel sealer extend (vse) instrument could not be fired when using e-100 integrated electrosurgical unit (iesu), an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the e-100 iesu connector was loose. The fse replaced e-100 iesu and the cable between e-100 iesu and the core to resolve the issue. The system was tested and verified as ready for use. The affected cable involved with this complaint is a field scrap item and will not be returned to isi for further investigation. Isi did receive the e-100 iesu involved with this complaint and performed failure analysis but the reported failure could not be replicated. This unit was installed into the test system and it worked fine with a vessel seal instrument installed. The vessel seal extend instrument was used with a saline dipped gauze in the jaws and fired the yellow pedal/sync activations cut/seal about 100 times and e-100 worked fine without any issue. No issue with connector. The reported problem could not be replicated.the probable root cause could not be determined based on the information provided.